Manufacturer narrative:
Device not returned.

Event description:
Reportedly, when the customer tried to deflate the balloon, clinician pulled the plunger but felt resistance. Pressure wave form did not change from wedge pressure to pulmonary artery pressure. Customer thought balloon did not deflate. Clinician pushed and pulled the plunger a few times and balloon deflated. No patient complications.